Event description:
As reported by implant patient registry, approximately three years after a transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the valve was explanted due to hypo-attenuated leaflet thickening (halt). A CT scan confirmed halt and hypo-attenuated leaflet motion (ham), primarily affecting the right coronary neocusp. The commissure between the right and non-neocusps was close to the ostium of the right coronary artery (rca), while the left coronary artery (lca) ostium was appropriately positioned with the left neocusp. The patient, initially started on anticoagulants, had severe native vessel coronary artery disease (cad) confirmed by CT. The patient presented with high-risk features for valve-in-valve (viv) intervention, including suboptimal commissure location near the rca ostium, small valve-to-coronary distances, and a sinotubular junction (stj) proximal to the prosthetic valve's superior aspect. Despite plans for follow-up imaging, the patient sought a second opinion and opted for valve explantation. During the explant surgery, the patient also underwent patent foramen ovale (pfo) closure, left atrial appendage (laa) clipping, and a modified maze (maze) procedure, with potential coronary artery bypass grafting (CABG) considered. The patient's symptoms included dyspnea and decreased exercise tolerance. According to subsequent medical records, the patient was diagnosed with halt, stenosis, and moderate insufficiency approximately two years and seven months post-tavr. About one year and nine months post-implant, the patient began anticoagulation therapy but sought a second opinion. The patient experienced progressive dyspnea and underwent excision of the sapien tavr, primary closure of the pfo, laa ligation, and implantation of a 21 mm inspiris resilia valve. Pathology of the explanted valve revealed a collapsed and flattened metallic ring with enmeshed metallic wires and calcified/rubbery tissue.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on provided medical records. Available information suggests patient factors (hyperlipidemia) likely contributed to the event as a patient medical history of hyperlipidemia was reported in the medical record per the case clinical review. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.